Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedances and was unable to place the ipg into MRI mode. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient is able to put the replacement ipg into MRI mode.